Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: medwatch report# mw5110202.

Event description:
User facility medwatch received which states: abbott hi torque floppy extra support 0.14x30cm. FDA safety report ID# (B)(4). The following additional information was received from the account: the procedure was an impella assisted percutaneous coronary intervention and the hi torque extra support guide wire tip fractured in the distal ramus branch and no attempts were reported to remove the tip. There were no reported adverse patient sequela. The patient was discharged to home. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported material separation. Reportedly, no attempts were reported to remove the tip. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3 - device available for eval updated from 'yes' to 'no'.

Event description:
N/a.